Manufacturer narrative:
H2-3) the generator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, standalone pcb passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. Installed into test system. The system booted and readied on each power up cycle. Multiple 2d and 3d acquired without any issues while under test. No fault found. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and fuses replaced and was able to get system to boot up temporarily. Found no out from stand alone board. Fuses also blew again. Ordered new stand-alone board. Replaced fuses and stand-alone board. During troubleshooting, found output voltage from the power conversion was never shutting off, even when the system was turned off. Ordered new power conversion assembly. Replaced power conversion assembly. System booted and operated as expected. System checkout performed. System ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225; product ID:bi71000860; product ID:bi71000464. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the system was stuck at radiation disabled upon boot up. Troubleshooting revealed that the fuses between the power conversion board and the stand-alone board were blown. The fuses were replaced, allowing the system to boot temporarily, but they blew again. It was also found that the 400v output from the power conversion never shut off, even when the system was turned off. A system checkout was performed. The fuses and the stand-alone board were replaced, and a new power conversion assembly was ordered and installed. After replacing the power conversion assembly, the system booted and operated as expected. System checkout was completed, and the system was ready for use. There was no patient involved.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "radiation disabled." The power conversion enclosure passed bench testing. Installed into test system. The system booted and readied on each power cycle. The power conversion failed to turn off the output voltage from the power conversion to the stand-alone board, when the system was turned off. Faulty power conversion assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot#: (B)(6) rev. 1, MDR: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.